Event description:
Customer reports product failing internal diagnostic test. AED is within population of current field corrective action (10-02). (B) (4).

Manufacturer narrative:
Return of device pending. Recall not classified at this time.